Event description:
The customer complained that the catheter twisted or drilled. It became longer and thinner thus decreased the size of the guidewire lumen. The catheter could no longer be steered. The patient is a (B)(6) male. The target lesion location and characteristics of the vessel are unknown.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2010-00332 and 9616099-2010-00333.

Manufacturer narrative:
The complaint report stated that "the catheter twisted or drilled. It became longer and thinner thus decreased the size of the guidewire lumen. The catheter could no longer be steered." No patient injury was reported. Multiple attempts to obtain additional information were unsuccessful. One non-sterile 4fr tempo sidewinder (sim2) catheter was received coiled in a plastic bag. The catheter was kinked 28cm from the strain relief. No other anomalies were observed. The inner and outer diameter of the catheter was measured at several locations; all measurements were within specifications. The reported catheter elongation could not be confirmed. The complaint of stretching was not confirmed on the sidewinder catheter; this unit was only kinked. It cannot be determined with any certainty if procedural factors contributed to this event; however, this is possible. The complaint was confirmed on the vertebral catheter; however, there are no indications that this is related to the manufacturing process. The product instructions for use state: "treat all 4f catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled". Review of the available information suggests that device handling (over-torquing) appears to have contributed to this event. No additional actions will be taken at this time. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2010-00332 and 9616099-2010-00333.